Manufacturer narrative:
The reported product has been returned for investigation. The complaint was not confirmed an no new issues were observed. All results were within the range specification during control solution testing. Additionally, all the reported readings were found in the meter's memory log within a 10-minute timeframe. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 488 mg/dl, 198 mg/dl and 36 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.